Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fax machine was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device fax machine was not working. A technical support specialist dialed into the station, verified that the station application was up and running without any error and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.